Manufacturer narrative:
Results: the returned penumbra system ace 68 reperfusion catheter (ace68) had multiple kinks near the distal tip approximately 130.0 cm to 132.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed kinks near the distal tip. If the device is forcefully advanced against resistance, damages such as kinks may occur. The reported patient anatomy likely contributed to resistance experienced while advancing the device. During the functional testing, the returned ace68 was able to advance through a demonstration neuron max without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 kit. It was noted that the patient has calcified vessels. During the procedure, the physician experienced resistance approximately two centimeters from the clot while attempting to advance a penumbra system ace 68 reperfusion catheter (ace68) through a neuron max 6f 088 long sheath (neuron max) and over a non-penumbra microcatheter. Therefore, the physician removed the ace68 and experienced resistance again while retracting. Upon removal, the distal tip of the ace68 was found to be stretched. The procedure was completed using a non-penumbra catheter, a non-penumbra stent retriever and the same neuron max. There was no report of an adverse effect to the patient.